Event description:
Traumatic spondylolysis of l4-5, l5-s1 with herniated nucleus pulposus l4-5, right side. Operation 9/24/93: gill procedure and decompression laminectomy of l4-5 with diskectomy of l4-5, right side and lateral posterolateral fusion l4, l5, s1 using screws and rods instrumentation, bone graft from the right iliac crest. Rptr has pain, stiffness and mobility problems. Rptr takes relafen 750 mg, vicodin 500 mg, zoloft 50 mg, diazepam 5 mg, and flurazepam 30 mg.